Manufacturer narrative:
Concomitant medical products: product ID: 9735999, serial/lot #: (B)(4). Product ID: 9735764, serial/lot #: (B)(4). Product ID: 9735740, version 1.0.1. The software logs were returned and a software investigation analysis was initiated to determine the probable cause of the issue. It was determined that the reported event was related to a software issue. The solid state drive was returned to medtronic for analysis. Analysis revealed that booting the ssd resulted in the unit displaying the splash screen, quickly flashing the booting text, and then going to a black screen with no further advancement. A corrupt operating system/software failure was confirmed. The computer was also returned to medtronic for analysis. Analysis revealed that booting the computer with a test ssd was successful and one loop of testing passed. No failures were found with the returned computer. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that when booting up the system they were unable to get past the "medtronic" logo screen. After speaking with technical services they were able to produce a sequence that was able to get them into the system software. It was known that when booting up the system they would get the "medtronic" logo. When booting the system up by holding "delete" they were able to get past the logo screen and it then produced a blue screen that prompts a password. After pressing "control", "alt", and "delete" they rebooted the system internally and were able to get past the blue login screen. The system was noted to work as intended after logging in and they were able to pull from the picture archiving and communication system (pacs) and enter all procedures. There was no patient present at the time of the event. Additional information received indicating that the system parts were replaced by the local account team. How ever per management there was a decision to replace the whole system and this system was removed from site. Additional information was received attributing the most likely cause of the issue to the system being shipped with a malfunctioning computer. It was reported the system has been functional since computer replacement. The issue was discovered during system installation.